Event description:
Olympus medical systems corp (omsc) was informed that during a colonoscopy polypectomy procedure, the user successfully placed the loop over a polyp and tightened it using the subject device; however could not release the loop from the subject device. The facility reportedly cut the handle of the subject device and withdrew the colonoscope while the loop and insertion tube of the device remained in the patient. Then, the facility reportedly moved the loop stopper to ligate the polyp using an uncertain grasping forceps. It was reported that the polyp was successfully ligated with the loop and the insertion portion of the device was withdrawn from the patient. The facility reportedly completed the procedure using subject device and there was no patient injury.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the insertion portion was cut near the handle portion in the condition where the hook of the subject device was retracted within the tube sheath. There were several deformation in the tube sheath and the tube sheath was stretched 9 mm in the length by the excessive tension force. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. The hx-20u-1 instruction manual already states; warnings: do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. This report is being submitted as a medical device report in an abundance of caution.